Event description:
It has been reported that the unspecified bd¿ syringe has been found containing mixed product during use. The following has been provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the needle box she received is smaller. From phone call on (B)(6) 2019: returned call. Consumer reported the needle box she received is smaller. She uses the 6mm,31g, 15/64, 1/2 cc. She let me speak to her daughter, and she provided the same description for the one they received. Lot#: unknown, occurrence: unknown, incident date: unknown. Consumer left voicemail stating the syringes she received are different.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. H3 other text : see h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ syringe has been found containing mixed product during use. The following has been provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the needle box she received is smaller. Verbatim: from phone call on (B)(6) 2019: returned call. Consumer reported the needle box she received is smaller. She uses the 6mm,31g, 15/64, 1/2 cc. She let me speak to her daughter, and she provided the same description for the one they received. Lot# unknown. Occurrence: unknown. Incident date: unknown. Consumer left voicemail stating the syringes she received are different.